Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during an attempted replacement for the ventricular lead, fluoroscopy showed the atrial lead to have signs of insulation fracture. The replacement procedure was not successful at that time due to the patient having small veins and occlusion of the veins. On october 13th, 2005, the leads were removed via laser.